Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI # is not known as the part and lot number were not provided. Literature attachment: article titled: ¿staged endovascular recanalization for symptomatic atherosclerotic non-acutely occluded internal carotid artery"

Event description:
It was reported in an article that patient #5 presented with left limb weakness. On december 31, 2020, the right internal carotid artery was recanalized with an abbott guide wire. A type d dissection occurred due to guide wire and microcatheter manipulation. An xact self expanding stent was deployed; however, there was residual stenosis and a non-abbott stent was implanted. The patient developed leukemia at 7 months post op, the vessel re-occluded and the patient had an ipsilateral stroke. Additional information can be found in the article "staged endovascular recanalization for symptomatic atherosclerotic non-acutely occluded internal carotid artery".